Event description:
It was reported that on 02/21/2008 the patient had fallen on the stairs on the pump site. It was unclear if the pump was still working or not due to an increase in pain from the fall. The catheter dye study was done (date not reported) and did not show any anomaly. In 2008, the patient was seen in the hospital with interrogated and the motor was stalled. It was not possible to restart the pump. The patient was given unspecified substitutive oral treatment. The pump was replaced and the patient is doing well.

Manufacturer narrative:
The device has been reutnred to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.